Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The foot separation was confirmed. The unknown failure mode could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure as the foot was surgically removed and additional proglide devices were used to achieve hemostasis, causing a delay in the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted with four proglide devices in the right and left common femoral arteries using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, an unknown device failure occurred with the four proglide devices. A foot break did occur with one of the four proglide devices. The "nick and spread" incision was widened and the broken foot piece was surgically removed. The sutures of four additional proglide devices were successfully placed using the preclose technique, the sutures of two proglide devices in the right common femoral artery and the sutures of two proglide devices in the left common femoral artery. The tavr procedure was completed and hemostasis was achieved using the pre-placed proglide sutures in the right and left common femoral arteries. There were no reported adverse patient sequelae. There was reported clinically significant delay in the procedure due to the removal of the broken proglide foot. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.